Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/16/2020. H.6. Investigation: bd received 1 sample set containing a competitor wing set, bd luer adapter, bd holder and bd blood collection tube from the customer for investigation. The luer adapter was evaluated by visual examination and the indicated failure mode for side pierced sleeve with the incident lot was observed. This likely caused the leakage. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter splattered blood. The following information was provided by the initial reporter: "the customer is experiencing a low vacuum issue occurring in sst ii tubes (367528) and is asking bd to investigate whether the adapter is defective or not. Bd has already reported that there is no abnormality on the tube and the customer then asked to investigate the adapter."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® multiple sample luer adapter splattered blood. The following information was provided by the initial reporter: "the customer is experiencing a low vacuum issue occurring in sst ii tubes (367528) and is asking bd to investigate whether the adapter is defective or not. Bd has already reported that there is no abnormality on the tube and the customer then asked to investigate the adapter."